Event description:
It was reported that the user experienced prolonged hyperglycemia with the cgm displaying ¿high,¿ and a confirmatory fingerstick measured blood glucose at 381 mg/dl while the ilet indicated attempted insulin delivery; the user performed a full supply change with a contact detach infusion set, after which insulin delivery resumed and troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no hospitalization and a plan to monitor for a downward trend. Investigation included customer interview, review of device use and readings, and guided troubleshooting. Investigation of this case revealed hyperglycemia of unclear cause; supply change and resumption of delivery suggest a possible infusion site or flow interruption without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.